Manufacturer narrative:
Result: faulty brake pedal spring.

Event description:
It was reported by service report that the brake was working intermittently. No patient involvement or adverse consequences were reported.